Event description:
A family member of a male pt contacted lifecor customer support on 07/27/2009 and reported that the pt passed away. The family member was unsure, if the pt was wearing the lifevest. They stated that the death was cardiac related. Lifecor customer support tried to contact the family for more info on 07/30/2009 and got no response. On 08/25/2009, support with pt's mother, who stated the pt was at home when he passed. The pt had the vest on when the emt's showed up at the house, they had to remove the vest to do CPR. The pt's mother is sending back vest.

Manufacturer narrative:
Device manufacture date, monitor -10/2008, electrode belt - 07/2008. Device evaluation: the equipment has not been returned to lifecor, and has yet to be downloaded.